Manufacturer narrative:
Concomitant products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (500 mcg/ml, 130.14 mcg/day) via an implantable pump for intractable spasticity. It was reported the hcp had used two tablets to read the patient's pump but could not. The tablets were checked and were up to date with the version / apps all accurately running. The hcp stated they were planning on getting an ap lateral x-ray to confirm if the pump flipped. The hcp stated they were palpating the pump and could feel the point of the catheter access port (cap) but "not the intent where you could insert a cap needle". No symptoms / patient complications reported. On 2021-jul-30, additional information was received from the healthcare professional (hcp). They reported that, to their knowledge, the cause of the communication issue has not been determined. The hcp was asked what actions were taken to resolve the issue. The hcp stated, "x-ray of the pump to determine if it has been "flipped". This was not the case on x-ray."